Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder arthroscopy the tip of the device broke off. A visual search of the needle tip was unsuccessful. The tip therefore remained in the joint. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection it was noted that the tip of the device was broken off and missing. The broken piece was not returned for investigation. The overall length of the device was found to be out of tolerance, this can be attributed to the breakage of the device. All other measurements were found to be within tolerance. The cause remains undetermined, however probable cause can be attributed to consistently passing the needle through challenging tissue (thick or calcified) or through hitting bone.